Manufacturer narrative:
Manufacturer narrative updated b5 per new information received corrected data based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a 25mm aortic valve was disabled via a valve-in-valve procedure after an implant duration of 11 years, 5 months due to severe stenosis, degeneration, and calcification. A 26mm transcatheter valve was implanted. There is no investigational evidence suggesting the surgical valve prematurely failed/malfunctioned.

Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Event description:
It was reported that a patient with a 25mm aortic valve is being evaluated for a valve-in-valve procedure after an implant duration of 11 years, 5 months due to severe stenosis, degeneration, and calcification.